Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from an hcp on 2020-may-05. It was noted that the issue was resolved. On (B)(6) 2019, the patient presented for initial implant (note: this conflicts with the previous report that the procedure was for a pump replacement). The patient was brought to the operating room and placed under general endotracheal anesthesia. Teds and scds were applied. The patient was carefully placed in a full lateral position left side up with an axillary roll and a bean bag. All extremities were carefully padded. An incision was planned at approximately the l4-l5 level and also a left abdomen incision was planned for insertion of the reservoir. The patient was then sterilely prepped and draped in a standard fashion. Preoperative antibiotics were administered. The c-arm was placed in the appropriate location and a timeout was performed. The incision was then taken sharply through the skin and the lumbar region. Bovie cautery was used to dissect down to the fascia. The retraction system was placed. A small fascial incision was then made using the tuohy. The intrathecal space was then entered and cereprospinal fluid (csf) was aspirated. The stylet and catheter were then carefully inserted. X-ray fluoroscopy was then used to verify that it had been carefully manipulated up to approximately the c2 level. Once good catheter location was identified, the stylet was removed and was secured with silk sutures. The abdominal incision was then carefully opened, had been premedicated with 0.5% lidocaine with epi, and a pocket was created. Tunneling from the lumbar incision to the pocket commenced. The catheter was then placed in line with the previously prepped and loaded reservoir which had been loaded with baclofen. No issues were encountered. It was then carefully placed into the pocket. Copious antibiotic irrigation was utilized. A layer of 2-0 vicryls followed by staples for skin were done anteriorly and posteriorly. After irrigation, another layer of 2-0 vicryls and staples were applied. Counts were correct x2. There were no complications. On (B)(6) 2019, the patient's wife spoke to the hcp and was advised to take the patient to the emergency room (ER) so the hcp could look at the incision. The hcp spoke to the ER physician after reviewing photos of the patient's incision and did not see wound dehiscence, but wanted the patient to come to the ER to make sure there were no concerns with the incision. On (B)(6) 2019, the patient presented to the ER for evaluation of the surgical wound. The wound care nurse had concerns about swelling around the incision site. There was a culture done at the facility which the family reported as negative. The patient denied any significant pain, drainage from the site, or fevers. The patient was diagnosed with an abdominal wall seroma. The hcp aspirated the seroma in the ER and labs were confirmed to be normal. No organisms were noted on a gram stain. The hcp discharged the patient and sent the fluid for cultures. No anaerobes were isolated in the culture. Abnormal labs were noted including rbc at 4.29, homoglobin at 12.8, hematocrit at 39.1, rdw at 16.2, creatinine at 0.68, alkaline at 164, and phosphatase sgpt (alt) at 51.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and chronic low back pain. It was reported there was possible wound opening after the patient's replacement on (B)(6) 2019. The doctor believed the wound from this replacement was not healing correctly and will be following up with the patient and surgeon. It was indicated that they may advise explant. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The patient was in a rehab facility, a nurse practitioner from the managing physician's office followed up with the patient and did not like the way the wound looked. The patient was admitted to the hospital to have the wound checked. The patient was admitted on (B)(6) 2019. It was unknown if the issue had resolved at the time of the report, (B)(6) 2019. No further complications were reported or anticipated.